Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 70 mg/dl. Customer got the pump submerged in water and then received a motor error. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that he got his pump wet yesterday but the motor did not happen until today. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump had a corroded motor home switch. No motor error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube.